Event description:
It was reported that when the device was used during a sigmoid resection, the device misfired. There was post op staple line leakage. Patient returned to surgery and a colostomy was placed. Extended hospital stay.